Manufacturer narrative:
Insulin pump received with no button response at act button due to unlocked connector on lcd board. No button error alarm during testing. No ramping numbers noted on the display. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 91 mg/dl. The customer reported that the insulin pump was ramping up when priming and testing. The insulin pump will be returned for analysis.